Event description:
The dobhoff tube was inserted. Insertion was reportedly difficult but was placed slowly. Imaging showed tube in proximal stomach. CT chest the next night noted the tube to have exited the posterior nasopharynx, then tracked down behind the esophagus through the mediastinum, then through the diaphragm, terminating in the peritoneum anterior to the liver. Resulted in esophageal perforation. FDA safety report ID # (B)(4).